Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 250ml eva (ethylene vinyl acetate) bag was leaking from the side of the bag. The leak was observed during blinatumomab continuous infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.